Manufacturer narrative:
The device was not effected by the syringe split nut recall.

Event description:
The device had damaged components along with software failure.

Manufacturer narrative:
The device sent in for the syringe split nut recall was found to not be affected by the recall, however during the recall process, multiple issues with the device unrelated to the recall were observed and repaired. The proximate causes for each were not identified. The logic/control board was observed to have a software issue. The right iui was observed to have damaged/cracked ribs. The left iui was observed to be cracked. The left/right handle was replaced due to a crack. The barrel clamp assembly was observed to be cracked. The drive tube was observed to be bent. The front case was damaged/cracked. The rear case was damaged/cracked.

Event description:
The device had damaged components along with software failure.

Manufacturer narrative:
During assessment of the device that came in for the syringe split nut recall, multiple issues unrelated to the syringe split nut recall were observed with the returned device and were replaced. Review of the production failure record was performed the failure record showed no production failure records were opened for the source device. A review of the device history record confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There was patient no reported involvement. The device is used for therapeutic purposes.